Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information.

Event description:
The customer contacted stryker to report that defibrillation energy delivery level of their device was not as expected. The patient was defibrillated at 200 joules but the code summary showed 360 joules. In this state, wrong defibrillation therapy may be delivered.  This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that defibrillation energy delivery level of their device was not as expected. The patient was defibrillated at 200 joules but the code summary showed 360 joules. In this state, wrong defibrillation therapy may be delivered.  This issue is patient related; however there was no adverse patient outcome reported.